Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that resistance met during injection and needle bent when auto cap removed. Verbatim: only 29 units (of required 50) insulin glargine dose injected when resistance met so could not inject full dose. When auto shield cap removed, needle noted to be bent."

Event description:
It was reported that a pen needle autoshield duo 30gx5mm was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that resistance met during injection and needle bent when auto cap removed. Verbatim: only 29 units (of required 50) insulin glargine dose injected when resistance met so could not inject full dose. When auto shield cap removed, needle noted to be bent."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary : customer returned (1) open bd autoshield pen needle sample without the tear drop label and (1) basaglar pen. Customer states that resistance was met during injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.